Event description:
It was reported that a malfunction occurred, and the patient was unable to charge the device. The blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. The customer was informed by technical support that a pump reset could be performed after leaving the event, and a replacement would be required if the reset was unsuccessful.